Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic nissen fundoplication, a suturing device was used. After tying the last stroke, the needle fell out of the cartridge. Since the doctor had completed the procedure, another suture cartridge wasn't needed. There were no patient consequences reported. No additional information is available.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.